Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 01-mar-2026. The leakage was at the site. The infusion set was in use for 3 days. No further information available.